Manufacturer narrative:
Conclusion and justification status: the complaint states instrument broke during surgery. The investigation confirmed the failure mode as reported a complaint database search did not identify any anomalies. The device was reviewed by bioengineering and a report was received concluding; this complaint is believed to relate to fatigue failure of the weld (having potential limited penetration) over the lifetime of the instrument. As this can be categorised as product wear-out, no corrective action is required. The complaint will be closed with a justified conclusion entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.